Event description:
Materials#: 515056 batch#: unknown it was reported by the customer that "tubing unluers readily from the tubing." Verbatim: "tubing unluers readily from the tubing." I was just alerted today by some of the nurses of the growing incidence of cstds disconnecting from the tubing connection. I know we have gone over mitigation efforts for this but in conversation with the nurses today, I can definitely sense the growing frustration over the situation. I have asked for the nurses to do internal eqvrs and this ask is frustrating to them as well, because it doesn¿t feel feasible as it happens a lot, apparently. Ultimately, they are highlighting the fact that the tubing unluers readily from the cstd. I am going to raise the question to the inpatient side and other sci campuses to gauge whether the issue is centered in fh alone. I wonder if other providence sites are experiencing the same. Perhaps we can discuss on next steps. Nursing leadership discussed additional steps yesterday. We will get a tally of events. Let us know what data on the tally would be most helpful. Unlikely to happen but I have encouraged the staff to try and save the product or help us identify lot numbers. I have asked staff to take a video or images as well. I have shared this issue immediately to other sci sites for awareness and have asked that they inform sci education team right away for escalation. I am looking forward to next steps.

Manufacturer narrative:
Pr (B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.